Event description:
The facility reported a colleague infusion pump with a failure. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention. The user interface module software version of this pump is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague pump with a malfunction of "failure" was confirmed as failure code 803:07 during product evaluation. The problem was not reproduced. The root cause of this condition was assigned to blue slide clamp left in channel. The blue slide clamp was removed from channel to correct this condition. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006.